Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The distal tip was slightly curved. There was no damage observed to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was intended for treatment of a patient with a thoracic aortic ulcer of unknown size. It was reported during the index procedure, on delivery of the vamf2828c150te, resistance was strong in the proximal external iliac artery. The physician then used a non-medtronic balloon. After expansion the valiant stent graft still could not be advanced. Imaging showed a right external iliac proximal endothelial injury (vessel dissection of the vascular intima). The physician decided to stop trying to advance the vamf2828c150te at that point and opted instead for a minimally invasive non-medtronic device, which successfully passed through the iliac artery. Per the physician, the cause of the event was anatomy related. It is reported that there was plaque present in the internal iliac branch, which may have caused intimal damage during advancement of the delivery system. No additional clinical sequelae were reported and the patient will be monitored by their physician.